Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not power on when lid opened. This may lead to defibrillation therapy being delayed or unavailable if needed. There was no patient involvement reported during the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker determined that the cause of the reported issue was due to a failed reed switch, designator sw5. The device was archived by stryker and the customer received a replacement device.

Event description:
The customer contacted stryker to report that their device would not power on when lid opened. This may lead to defibrillation therapy being delayed or unavailable if needed. There was no patient involvement reported during the event.